Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the false upstream occlusion messages, which were observed during baxter's evaluation of the device. The device passed further testing and the cause was unable to be determined. The upstream sensor was replaced due to the invasive testing.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.